Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection found that the device was in good condition. During flow testing, the reported problem was verified. The root cause of the reported issue was found to be normal wear, as the parts were over ten years old. Replaced motor assembly, motor mount, worm gear, lead screw, coupling and changed teflon washers with a delrin one. Replaced 2008 battery per customer request. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error, battery replacement. No patient injury was reported.